Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the video socket could not be fixed firmly, which may have caused a poor connection to the video jacket. However, a specific cause could not be identified since the reported phenomenon (no image) was not confirmed / duplicated during device evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center has no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found front panel has poor appearance; crack inside front panel. There is a defective video socket which does not secure the scope video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.